Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; 626-00-42e; 61890001 the 23 mm mod rev hip body/bolt std component level 9006-1-023; 6276-1-023; 59758504. Mod con dist stem 17 x 155 mm; 6276-7-017; caxv30vc. Delta v-40 ceramic head 28/0; 6570-0-128; 62079803. Trident psl ha cluster 50 mm; 542-11-50e; 60691602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip revision for infection from (B)(6).